Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (backlight not working) was confirmed. Upon evaluation, the battery charger/modem would not power on. The cause for the charger/modem not powering up was a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery charger/modem backlight was not work. Therefore, she was unsure whether her batteries were charging. The patient was issued a replacement battery charger/modem.